Event description:
The customer reported a sensor breaking underneath his skin. The customer was able to remove it using tweezers. No troubleshooting was conducted since the customer did not have the sensor with him. Advised the customer that a replacement sensor would be shipped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.